Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), painful hips ("hips pain / joint pain"), muscle spasms ("cramping"), tinnitus ("right ear can hear my heart pumping blood"), nausea ("very nauseous"), pain in extremity ("heel hurts / heel and foot pain"), constipation ("constipation"), abdominal pain lower ("lot of cramping"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloated stomach"), peripheral swelling ("swollen hands"), swelling face ("swollen face"), pain in hip ("hip pain"), feeling abnormal ("memory fog"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), ovarian cyst ("ovarian cyst"), vaginal infection ("vaginitis"), loss of libido ("no libido"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), impaired work ability ("not able to work"), dizziness ("patient experienced dizziness") and procedural pain ("pain in association with the insertion of an intrauterine device.") And was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, painful hips, muscle spasms, tinnitus, nausea, constipation, abdominal pain lower, fibromyalgia, abdominal distension, peripheral swelling, swelling face, feeling abnormal, anxiety, pelvic pain, ovarian cyst, vaginal infection, weight increased, loss of libido, dyspareunia, alopecia and impaired work ability outcome was unknown and the pain in extremity, pain in hip, dizziness and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, constipation, dizziness, dyspareunia, feeling abnormal, fibromyalgia, impaired work ability, loss of libido, muscle spasms, nausea, ovarian cyst, pain in extremity, painful hips, pelvic pain, peripheral swelling, procedural pain, swelling face, tinnitus, vaginal infection, weight increased and pain in hip to be related to essure. The following information was received from social media fibromyalgia, bloated stomach, swollen hands and face, hip pain, memory fog, anxiety, pelvic pain, ovarian cyst, vaginitis, gained weight, no libido, painful intercourse, hair loss, not able to work. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), painful hips ("hips pain / joint pain"), muscle spasms ("cramping"), tinnitus ("right ear can hear my heart pumping blood"), nausea ("very nauseus"), pain in extremity ("heel hurts / heel and foot pain"), constipation ("constipation"), abdominal pain lower ("lot of cramping"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloated stomach"), peripheral swelling ("swollen hands "), swelling face ("swollen face"), pain in hip ("hip pain"), feeling abnormal ("memory fog"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), ovarian cyst ("ovarian cyst"), vaginal infection ("vaginitis"), loss of libido ("no libido"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and impaired work ability ("not able to work") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, painful hips, muscle spasms, tinnitus, nausea, constipation, abdominal pain lower, fibromyalgia, abdominal distension, peripheral swelling, swelling face, feeling abnormal, anxiety, pelvic pain, ovarian cyst, vaginal infection, weight increased, loss of libido, dyspareunia, alopecia and impaired work ability outcome was unknown and the pain in extremity and pain in hip had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, constipation, dyspareunia, feeling abnormal, fibromyalgia, impaired work ability, loss of libido, muscle spasms, nausea, ovarian cyst, pain in extremity, painful hips, pelvic pain, peripheral swelling, swelling face, tinnitus, vaginal infection, weight increased and pain in hip to be related to essure. The following information was received from social media fibromyalgia, bloated stomach, swollen hands and face, hip pain, memory fog, anxiety, pelvic pain, ovarian cyst, vaginitis, gained weight, no libido, painful intercourse, hair loss, not able to work. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- fibromyalgia, bloated stomach, swollen hands and face, hip pain, memory fog, anxiety, pelvic pain, ovarian cyst, vaginitis, gained weight, no libido, painful intercourse, hair loss, not able to work. Reporter information were added. On (B)(6) 2020: new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), painful hips ("hips pain / joint pain"), muscle spasms ("cramping"), tinnitus ("right ear can hear my heart pumping blood"), nausea ("very nauseous"), pain in extremity ("heel hurts / heel and foot pain"), constipation ("constipation"), abdominal pain lower ("lot of cramping"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloated stomach"), peripheral swelling ("swollen hands"), swelling face ("swollen face"), pain in hip ("hip pain"), feeling abnormal ("memory fog"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), ovarian cyst ("ovarian cyst"), vaginal infection ("vaginitis"), loss of libido ("no libido"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), impaired work ability ("not able to work"), dizziness ("patient experienced dizziness") and procedural pain ("pain in association with the insertion of an intrauterine device.") And was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, painful hips, muscle spasms, tinnitus, nausea, constipation, abdominal pain lower, fibromyalgia, abdominal distension, peripheral swelling, swelling face, feeling abnormal, anxiety, pelvic pain, ovarian cyst, vaginal infection, weight increased, loss of libido, dyspareunia, alopecia and impaired work ability outcome was unknown and the pain in extremity, pain in hip, dizziness and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, constipation, dizziness, dyspareunia, feeling abnormal, fibromyalgia, impaired work ability, loss of libido, muscle spasms, nausea, ovarian cyst, pain in extremity, painful hips, pelvic pain, peripheral swelling, procedural pain, swelling face, tinnitus, vaginal infection, weight increased and pain in hip to be related to essure. The following information was received from social media fibromyalgia, bloated stomach, swollen hands and face, hip pain, memory fog, anxiety, pelvic pain, ovarian cyst, vaginitis, gained weight, no libido, painful intercourse, hair loss, not able to work. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: fu received : events dizziness, pain in association with the insertion of an intrauterine device with outcomes recovered added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("lot of cramping"), dyspareunia ("painful intercourse"), vaginal infection ("vaginitis"), abdominal distension ("bloated stomach"), painful hips ("hips pain / joint pain"), muscle spasms ("cramping"), tinnitus ("right ear can hear my heart pumping blood"), nausea ("very nauseus"), pain in extremity ("heel hurts / heel and foot pain"), constipation ("constipation"), fibromyalgia ("fibromyalgia"), peripheral swelling ("swollen hands"), swelling face ("swollen face"), pain in hip ("hip pain"), feeling abnormal ("memory fog"), anxiety ("anxiety"), ovarian cyst ("ovarian cyst"), loss of libido ("no libido"), alopecia ("hair loss") and impaired work ability ("not able to work") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, pelvic pain, abdominal pain lower, dyspareunia, vaginal infection, abdominal distension, painful hips, muscle spasms, tinnitus, nausea, constipation, fibromyalgia, peripheral swelling, swelling face, feeling abnormal, anxiety, ovarian cyst, weight increased, loss of libido, alopecia and impaired work ability outcome was unknown and the pain in extremity and pain in hip had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, constipation, dyspareunia, feeling abnormal, fibromyalgia, impaired work ability, loss of libido, muscle spasms, nausea, ovarian cyst, pain in extremity, painful hips, pelvic pain, peripheral swelling, swelling face, tinnitus, vaginal infection, weight increased and pain in hip to be related to essure. The following information was received from social media fibromyalgia, bloated stomach, swollen hands and face, hip pain, memory fog, anxiety, pelvic pain, ovarian cyst, vaginitis, gained weight, no libido, painful intercourse, hair loss, not able to work. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: upon internal review it was found that follow up of (B)(6) 2021 wrongly attached in this case. Events- "events dizziness, pain in association with the insertion of an intrauterine device" removed. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain"), muscle spasms ("cramping"), tinnitus ("right ear can hear my heart pumping blood"), nausea ("very nauseus"), pain in extremity ("heel hurts"), constipation ("constipation") and abdominal pain lower ("lot of cramping"). The patient was treated with surgery (essue removal). Essure was removed. At the time of the report, the back pain, arthralgia, muscle spasms, tinnitus, nausea, pain in extremity, constipation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, constipation, muscle spasms, nausea, pain in extremity and tinnitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events were added: case becomes incident. The event adverse event was updated to hip pain, lower back pain, tinnitus, nausea, constipation, lot of cramping and heel pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.